Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear. Customer's blood glucose was 140 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. No frozen screen noted. The insulin pump was received with cracked case on display window corner, broken reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.